Event description:
During shoulder scope and cuff repair the pump would not flow, trickled out. Then the tubing was changed, recalibrated and it trickled and then started to work. They put it in the shoulder and it pulsated throughout the case and at the end it took off and blew up the pt's joint. The dr finished the case and it continued to pulsate. Pt was released and is doing fine with no problems reported.